Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed left upper extremity swelling. An ultrasound was performed however it was negative and the patient was not treated. The swelling persisted, and on a repeat ultrasound demonstrated a thrombus. The patient was treated with anticoagulant medication. The right atrial (ra), right ventricular (rv), and left ventricular (lv) leads remain in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.